Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty inserting the cartridge into the ilet pump until instructed to use the connector to lock the cartridge, after which a dry run functioned correctly; later the user reported hyperglycemia with a highest cgm value of 340 mg/dl over several hours while using an inset 23-inch infusion set at the abdomen and libre 3 plus, and the agent suspected an infusion site issue, though the cannula could not be inspected. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and education on correct cartridge installation and supply change steps, and assessment for a potential infusion site or delivery issue. Investigation of this case revealed no confirmed device malfunction, and improper cartridge seating without the connector was addressed through user guidance; a bent cannula could not be ruled in or out. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.